Manufacturer narrative:
The dealer reported the user has experienced unintended movement. The dealer reported they have serviced the chair in the past and replaced non warranty components to the chair. The user's chair was replaced. The user reportedly is having similar issues with their replacement chair. The user reportedly operates the chair outdoors frequently. Current user guide warns that wheelchairs that are frequently exposed to water may require replacement of electrical components more frequently. Invacare has tested its power wheelchairs in accordance with (B)(4) "rain test." This provides the end user or his/her assistant sufficient time to remove his/her power wheelchair from a rain storm and retain wheelchair operation. Direct exposure to excessive rain or dampness may cause the chair to malfunction electrically and mechanically, may cause the chair to prematurely rust or may damage the upholstery. Nature of complaint suggests device operational guidelines are not followed. Malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection.

Event description:
The consumer alleges the chair locked up and threw him from the chair three different times. No serious injury is alleged.